Manufacturer narrative:
The device was evaluated, and the reported issues were confirmed. Due to a pinhole on the bending section cover, water tightness was lost. The connecting tube had a buckling. The adhesive on the bending section cover was detached. The bending section cover had a cut. The connecting tube had a buckling and a scratch. The suction cylinder was shaved. The universal cord had a scratch. Due to wear of the angle wire, the bending angle in up/down/left/right directions did not meet the standard value. Due to wear of the angle wire, the play of the up/down/left/right knobs was out of the standard value. Due to damage on the charge-coupled device unit, the image had black dots. The investigation was ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported on behalf of the customer, the bending section cover on the evis exera ii duodenovideoscope had leakage and the insertion tube was wrinkled. The issue was found at reprocessing. No patient injury reported. During the evaluation of the device, it was noted the forceps elevator had foreign material due to insufficient or incorrect reprocessing. This report is to capture the reportable malfunction of the forceps elevator had foreign material due to insufficient or incorrect reprocessing noted at estimation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign matter could not be identified. Although, the user reprocesses the device in accordance with IFU the likely cause of the reported event is due to insufficient or inadequate reprocessing. Therefore, the root cause of the reported event is unable to be determined. The event can be prevented by following the instructions for use (IFU) which state: if the cleaning, disinfection, and sterilization of the endoscope is insufficient in the IFU (reprocessing manual), it states that there is a risk of infection to the patient and the operator who performs the following procedure using the endoscope. All channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
It was confirmed later the leakage was found during reprocessing. The device could not be adequately reprocessed as the leakage restricted the manual brushing steps.